Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir is not locking at the tubing connector. The customer¿s blood glucose level was unknown at the time of the incident. Customer changed reservoir many times and the tubing cap will not screw on tight and put it in the compartment and the tubing comes undone and changed it constantly. After troubleshooting, the customer advised to replace the reservoir and the reservoir will be returned for analysis.

Manufacturer narrative:
Findings: evaluated 3 open/used reservoirs. Inspected reservoir¿s snap-caps width dimension. Also, using a new lab infusion sets connect found all 3 reservoir's snap-caps too tight to connect/lock/release properly.